Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported occasional right side radicular pain symptoms. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. He then installed two new, shorter, implants of the same type in more anterior positions. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.